Manufacturer narrative:
On (B)(6) 2016, the r&d project manager performed a visual inspection of the retrieved item and commented as follows: we noticed that ball spring plunger was broken as described in the complaint. The cause of this breaking could be the wear considering that is an 2009 instrument. However, there is another interchangeable instrument with a better design. On (B)(6) 2016, it was prepared a final report with the information submitted in this report and in the initial one. On (B)(6) 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 08 march 2016. Lot 095106: (B)(4) items manufactured and released on 04 may 2009. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
During surgery the ball bearing on the broach handle broke. The sales agent had a second broach handle which was used to complete the surgery successfully. The instrument will be returned to medacta international.